Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4) case description: tech called in with question on error on 8100 unit serial # (B)(4) failure device type: failure problem type: failure mode: case resolution: tech called in with question on ail error he is seeing the error logs for 8100 unit wanted to know about the error. Explain to the tech the ail error has to do with the ail senor the blue part at the bottom of the unit, he can wipe the sensor with soft dry cloth also look at the sears on the door latch because the infuse line goes in between the sear and then in the ail sensor. Tech ask about the air in the line, explain the sizes of the bubbles will cause the unit to alarm with air in the line tech thank me for my assist explain the error ail sensor. There is no patient involvement.